Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus IV catheter contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. Clear particle fm was observed in the returned photo. 1 actual sample in opened packaging was returned for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Returned sample. The returned sample was subjected to visual inspection. Clear, transparent particle was observed on the catheter of the returned sample. Clear, transparent particle observed. The clear, transparent particle was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear, transparent particle matched the spectrum of cellulose propionate. Investigation conclusion: cellulose propionate is a thermoplastic which is a derivative of cellulose when reacted with propanoic acid. Upon further investigation, the particle could have been transferred from the manufacturing environment during product handling or the assembly process. A CAPA was opened to identify and address the potential causes of the foreign material.

Event description:
It was reported that bd angiocath¿ plus IV catheter contained foreign matter. No serious injury or medical intervention was reported.